Event description:
Report recived of the prepierced reseal on the t-connector detaching from the proximal end of the extension set during flushing of the extension set. The nurse added a clave valve to the proximal end of the extension set and attached a 10cc syringe of normal saline to the clave valve and primed the set. The nurse then proceeded to start the peripheral IV catheter. Once the IV was started, the nurse connected the extension set to the IV catheter and started to flush the IV with the normal saline. While attempting to flush the line, the nurse reported that the prepierced reseal detached in one intact piece from the hard plastic of the extension set. There was approx 20ml to 30ml of blood loss reported. The extension set was replaced and the IV was then flushed without difficulty. There was no adverse pt event reported. Though requested, no additional info was available.